Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented experiencing an infection. The patient was provided medication to treat the infection. Patient condition was unknown.